Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. Customer stated her expected fasting blood glucose test result range is 290 - 450 mg/dl and sometimes higher. At the time of the call the customer stated she was thirsty. Medical attention was not needed at the time of the call. During the call a blood test was performed by the customer non-fasting and produced test result of 588 mg/dl using meter. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is 04/05/2019. The meter memory was reviewed for previous test result history: (B)(6).